Event description:
The hosp staff attended to a 67 year old male pt complaining of a tightness in his chest and difficulty breathing. The pt was placed on the floor and the device was connected to the pt using quik-combo defibrillation/pacing/ electrocardiogram electrodes placed anterior/posterior. When the operator attempted to charge the defibrillator a connect electrodes message was allegedly displayed and use of the defibrillator was inhibited. Another nurse arrived on scene and replaced the electrodes with another set applied in the anterior/lateral position. Again when the operator attempted to charge the defibrillator the connect electrodes message was allegedly displayed and use of the defibrillator was inhibited. A backup defibrillator was made available (approx 7 - 10 mins delay) and used. The pt was not resuscitated.